Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited diminished r waves and high and rising thresholds causing premature battery depletion. The leadless ipg was replaced and remains in the patient. No patient complications have been reported as a result of this event.